Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6), batch: t00007335.

Event description:
It was reported that the patient has ineffective stimulation. Reprogramming could not resolve the issue. As a result, surgical intervention may be taken later to address the issue. It cannot be determined which lead contributed to the event.